Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe an intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 5-minutes after starting the therapy with the renasys touch device, an alarm with a waring for full canister occurs and is repeated every 2 minutes. After following the instructions found on the guidelines and the brochure, it was verified that the dressing is connected to the device, there is no blockage, or covering with exudate at the canister, there is no lubrification on the o-ring before installing the canister to the device. No harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.